Manufacturer narrative:
Correction and additional information to h10: the product was not returned for evaluation. No imagery was provided. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. The occurrence rate did not exceed the monthly control limits for the trend category. The instructions for use (IFU), device preparation and the training manual were reviewed, and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and delivery system withdrawal difficulty were unable to be confirmed. The device was not returned and no pictures or videos were provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. DHR review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The patient was noted that the patient had high degree of calcification on the leaflets as well as in the lvot. This suggests that the root cause of the balloon burst is related the potential causes listed in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the technical summary applies to complaints coded for balloon burst which was also resulted in difficulties withdrawing the delivery system and/or subsequent separation of the distal end (e.g. Balloon, nose tip, guidewire lumen) of the delivery system. As such, the reported events discussed in this complaint are likely related to the details outlined in the technical summary. In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely caught on the tip of the sheath. Available information suggests that patient factors (calcification) contributed to the balloon burst and procedural factors (retrieval of burst balloon) contributed to the withdrawal difficulty. Due to unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Event description:
Valve was fully implanted via transaortic approach when the rupture occurred. The rupture balloon was not possible to be retrieved through the distal tip of the sheath due to balloon burst was too big to get back into the sheath. The initial incision of the aorta was enlarged to get the system and the sheath out together in one action. Per medical opinion it was believed the balloon burst was due to calcification on the leaflets and lvot. The patient is doing well post procedure.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. At this time the device was not returned for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst per medical opinion was likely due to patient factors (calcification of the leaflets and lvot). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in the netherlands, a 23 mm sapien 3 ultra valve was implanted using a 21fr certitude introducer sheath and certitude delivery system. When the valve was fully implanted a balloon rupture occurred.